Event description:
It was reported that a spectrum pump had no infusion. Calcium gluconate was hung as an intravenous piggy back during therapy in the critical care area. The pump was programmed appropriately. The secondary clamp was open. The patient received the dose eight (8) hours later than scheduled. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.